Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 43 mg/dl last night, and the next morning his blood glucose exceeded 600 mg/dl. The customer stated that he would normally feel when he had a high blood glucose value. No further details were provided regarding the incident and no troubleshooting occurred. The customer has been working with his diabetes trainer to achieve proper blood glucose values. No products were returned or replaced.